Manufacturer narrative:
Results: inherent risk of the procedure (death). (B)(4).

Event description:
During pci the patient had one endeavor rapid exchanged (rx) drug-eluting stent (2.50 x 18mm) successfully deployed at mid rca. Approximately 2 months post pci patient felt chest pain and went into cardiac arrest, CPR was provided by emergency personnel but patient died shortly after being transferred to emergency ward. The investigator indicated that the reported event was not related to the device, drug and procedure.

Event description:
Physician has indicated that causal relationship with the product is unknown because cag was unable to be preformed due to cpa.

Manufacturer narrative:
Cause of death was defined as acute heart failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.